Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. . A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used as usual. Hemostasis was achieved. One day after the intervention the patient had a pseudoaneurysm. This was checked via ultrasound. The pseudoaneurysm had to be treated surgically. The patient's condition was stable. It was a right femoral artery puncture. Patient required vascular surgical intervention due to the event. An ultrasound was used with compression to treat the pseudoaneurysm.